Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse replaced sodium, potassium, chloride and reference electrodes; replaced ise (ion selective electrode) data board and firmware was written. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous high sodium (na), potassium (k) and chloride (cl) patient results were generated on the dxc 700 au clinical chemistry analyzer. The erroneous results were not released from the lab. There was no change in patient treatment in association with this event.